Manufacturer narrative:
(B)(4) eval results (other): visual inspection of the returned lens showed the lens was returned in three pieces and a piece of a haptic plate was missing. There was a clear surgical residue on the lens. Conclusion (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery sys issues and handling errors by the customer. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert an aa4203tl silicone plate lens and the lens got stuck and tore in the injector. There was no pt contact. This is one of two lenses the surgeon attempted to implant in this pt. See 2023826-2010-01077.